Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted ureteral reimplantation surgical procedure, the fenestrated bipolar forceps had a cable failure at the instrument hinge. There were no delays. The procedure was completed with no reported injury.